Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulitis with abscess did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? I am the surgeon, and fired it myself. I have used the device once or twice before. I have used your other staplers , and other eea staplers in general previously. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I did wait prior to firing, but did not re tighten were there any issues with firing? No, firing was simple and completed without issue what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many complete 360-degree counter-clockwise revolutions of the adjusting knob were used to open the device? (B)(4) how specifically were the revolutions achieved (4-180 degree turns, etc.)? Yes (B)(4) half circles to open what troubleshooting steps were taken to the remove the device prior to forcefully removing it? I tried opening the stapler some more, and also advancing the stapler into the rectum further but the rectum was still stuck to the stapler, was a complete transection of the white breakaway washer visually confirmed? Yes, I visualized the donuts, and both donuts were complete were the donuts inspected? If so, please describe.yes, I visualized the donuts, and both donuts were complete were there any issues noted with staple formation? I do not remember is the colostomy temporary or permanent? Hopefully temporary. What is the current status of the patient? He did well and was discharged from the hospital is the device available for return? If so, to whom should we send a shipper kit? I don't know.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many complete 360-degree counter-clockwise revolutions of the adjusting knob were used to open the device? How specifically were the revolutions achieved (4-180 degree turns, etc.)? What troubleshooting steps were taken to the remove the device prior to forcefully removing it? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic sigmoid colectomy when creating the anastomosis, the physician fired the device but it remained stuck on tissue. After several attempts to remove the device they had to forcefully separate it from tissue. The donuts appeared to be complete but with a laparoscope he found a big hole in tissue above the staple line. He then reverted to a colostomy.